Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range shock impedance measurements. There was no noise observed. Technical services (ts) discussed troubleshooting efforts with the health care professional (hcp) and recommended for an in clinic visit to evaluate the lead further with isometric and pocket manipulation testing. At this time, the rv lead remains in service. No adverse patient effects were reported.